Manufacturer narrative:
Investigation of returned suspect system control board was unable to replicate the reported issue. Board was installed in test imaging system and the system readied. Communication, all peripherals and both 2d and 3d performed as expected. No problem found.

Manufacturer narrative:
Patient information was not available from the site. A medtronic (B)(4) representative visited the hospital and tested the system. During functionality testing, the e-stop occurred once when raising the gantry. After e-stop was cancelled, operation worked normally and there was no recurrence afterwards. As the system control board was suspected to be the cause of the malfunction, it was replaced. System performed properly during testing, after part replacement.

Event description:
A medtronic (B)(4) representative reported that the emergency stop would unexpectedly activate during a spinal fusion. The e-stop would activate during procedure and when the o-arm gantry was raised. E-stop occurred both when the o-arm was not operated during procedure and when ias (image acquisition system) lifted up. When e-stop was cancelled, system worked normally. No harm to patient.